Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia ipom surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance concerning an error indicating right eye video loss with the 30 degree endoscope. The system's live logs displayed an error associated with the 30 degree endoscope bearing the serial number (B)(6). The customer switched to a backup 30 degree endoscope, which exhibited the same reported issue. Tse instructed the customer to reset the 30 degree endoscope multiple times and to clean the interior of the endoscope connector (ec), but these actions did not resolve the issue. Additionally, the tse advised the customer to perform a hard power cycle and recheck the system; however, the problem persisted. The tse informed the site that replacing the ec is necessary to resolve the reported issue. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive followed up and obtained additional information. Procedure was completed using 2d vision.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported failure. In the system logs the errors 45312 & 45215 were found confirming the issue occurred on the field. The unit was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. In the system error log, errors 45312, 45215 were replicated. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to a fault of a component or module on the dual camera interface board (dcib) within the affected ec. This issue can be resolved by replacing the affected ec via fse service.